Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated 4 patients with chronic hepatitis generated reactive axsym ausab results (around 46 miu/ml). Axsym ausab was calibrated and again the specimens were all reactive. A new axsym ausab reagent lot was placed on the axsym and all the specimens tested nonreactive (0 miu/ml). The reactive axsym ausab results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were received from the customer laboratory in support of this investigation. An in-house sample of axsym ausab reagent pack, lot number 53649lu00 stored at abbott laboratories was tested. After a master calibration was performed with 2 replicates of each master calibrator, 3 replicates of the negative control and 3 replicates of a positive control were tested on one axsym instrument. The yielded results of the negative control and positive control were within the package insert specification range (nc in the range of 0-2 miu/ml and pc in the range of 60-100 miu/ml). Due to the fact that none of the suspect patient samples were available for return and investigation, 10 replicates of the negative control were tested to examine the specificity of the file kit. The results of all negative control values were within the specification range, no increased result was obtained for the negative control; consequently the specificity of the axsym ausab reagent pack, lot number 53649lu00 is not adversely affected. During this investigation, material maintained here at abbott laboratories that was stored and handled according to the package insert instructions, showed normal performance within specifications for all positive and negative controls and is performing acceptably. Due to the lack of return materials for investigation, the cause of the potential false reactive patient results remains unclear. As part of this investigation a review of the complaint and manufacturing records for axsym ausab reagent pack, lot number 53649lu00 was performed. This review did not identify any problems relating to the customer's observation. Based on this investigation, it is determined that axsym ausab reagent pack, lot number 53649lu00 identified in this complaint, is performing acceptably. This is a final report.